Event description:
On (B)(6) 2014, a customer reported unexpected negative reactivity when testing a patient sample using capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The patient has a previous history of having an anti-kell.

Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the instrument test well images.a synopsis of the testing on m00470 for batch 20330. Cell # typing rx strength visible interp I k+k+ 2 slight red cell adherence ii k=k+ 0 visually negative well iii k=k+ 0 visually negative wellalthough cell I on crrs 3 batch 20330 reported negative reactivity, the well displayed slight red cell adherence. This is a known issue. Per (B)(4), the instrument may generate a negative well interpretation although visually the reactions are weak positive or equivocal.